Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver without any adverse patient impact.

Manufacturer narrative:
Visual inspection revealed the secondary motor cam follower out of the bottom dead center (bdc) position which was caused by the operation of the secondary motor. The driver's alarm history was reviewed and revealed one new alarm, a 2d fault code. Since signs of secondary motor engagement were observed during the incoming visual inspection, it is likely that this is the customer-reported alarm and it is produced as a result of the operation of the secondary motor. The secondary motor cam follower may have been initially moved out of bdc by a drop, near drop or other rough handling. When operating on secondary motor operation the driver will sound a fault alarm as designed. During investigation testing, the customer-reported issue was not reproduced. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4419 follow-up report 1.